Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the reservoir had insulin flow blocked alarm. The blood glucose was unknown at the time of the incident. The device is not expected to be returned for analysis.